Event description:
Grounding pad was placed on patient and connected to genni4000. Green light indicated proper placement and connection, but when initiating cauterization light went red with alarms and stated sensor pad error. Three additional pads attempted until technician successfully relocated pad on patient and wiped the connector and genni4000 port with alcohol wipe.